Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced low glucose overnight with cgm showing 69 mg/dl and fingerstick 77 mg/dl, noted a warm head sensation, self-treated with 15 grams of fast-acting carbohydrates, and glucose rose to 96 mg/dl; dosing reportedly stopped around 12:30 a.m., the user had been fasting before blood work, and no device malfunction or component issue was identified. Symptoms included hypoglycemia. Outcomes included the need for oral glucose administration. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings and insufficient information to identify a device-related problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.